Event description:
Recurrent problem with the preloaded syringe detailed below. I inserted the needle into the intravitreal space but the plunger was jammed. I withdrew the needle from the eye and forcefully pushed the plunger until the medicine finally came out in a fast, jet stream. This has happened before with this same lot and is very dangerous since forceful ejection of the medication can cause vitreous hemorrhage, retinal detachment, and blindness. Preloaded 1 ml syringe of bevacizumab 1.25mg/.05 ml 31 g syringe (amex pharmacy, (B)(4)). Lot#190212ab. Expiration date 05/13/2019. FDA safety report ID # : (B)(4).